Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blower mister with IV sets was found to be non-functional. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory in a sealed package. A visual inspection was conducted. The device was returned intact, no visual defects were observed . Signs of clinical use and no evidence of blood was observed. While the device was inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for reported lot number and a shipping hold has been issued. Field action plan was implemented and shipping hold has been implemented for affected lot numbers. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, blower mister with IV sets was found to be non-functional. A replacement device was used to complete the procedure. The hospital did not report any patient effects.